Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the loud speaker is defective. It is unknown if the device was in use on a patient at the time of the event, there was no adverse event reported. The investigation was performed remotely and a replacement speaker was shipped to the customer to resolve the issue. This is considered a product malfunction.